Event description:
Received bellafill injections of (B)(6) 2020, (lot #f18117) approximately one year later, began to develop hard granulomas at injection sites. Reported side effects to injector who contacted dr.(B)(6) medical affairs advisor at (B)(4) (distributor of bellafill). Dr. (B)(6) contacted on (B)(6) 2021, who explained "pt forming type 3 vs type 1 collagen in response to bellafill ". Dr. (B)(6) sent treatment protocol using kenalog 10, 0.1cc per granuloma. Received a total of 5 injections over a time period of (B)(6) 2021. While the lesions responded well to the kenalog, they returned, each time a little worse. I became concerned over the long term effects of multiple kenalog injections. I was referred by dr (B)(6) to dr (B)(6) for evaluation and treatment. I saw dr (B)(6) for evaluation and treatment. I have received approximately 5 treatments (time frame (B)(6) 2022) of the lesions, by dr (B)(6) who used a combination of kenalog and 5fu. Again the lesions responded initially to the injections but returned each time. Dr (B)(6) contacted dr (B)(6) who prescribed the treatment protocol of injecting the lesions with 5fu and kenalog every 10 days for a total of 6 injections to granulomas. I began the treatment protocol on (B)(6) 2023. Of significance, the lesions were at their absolute worse,on (B)(6) 2022. I have also developed a condition, multifocal unilateral choroditis (diagnosed (B)(6) 2022). Also, I have started developing the lesions in areas that were never injected with bellafill, to include other areas of my face, upper lip and corners of my mouth. This brings about the alarming concern that the pmma is actually migrating. The ophthalmologist/ retina specialist(dr. (B)(6) has also raised the question as my condition is rare and have been tested for all possible causes, all of which were negative. Dr. (B)(6) suggested a biopsy of the lesions and I have that scheduled for (B)(6) 2023. If I had been informed that one of the active ingredients of bellafill was pmma (aka plexiglass) that would never be absorbed, I would have never received the injections in the first place. I have been in contact with (B)(6) requesting reimbursement for the treatment. While no answer has been given, I have been told (B)(4) is being purchased by a new company, "effedtive" 03/2023 and no decision will be made until the new company has taken over. I have photographs of the lesions and they are quite disfiguring, it is terrifying that this may be a lifelong condition without any cure. Cosmetic reduction of facil wrinkles and lines.